Event description:
Company representative reported multiple devices with internal speaker failure. Manufacturer's service representative replaced internal speaker and confirmed proper operation. No patient involvement reported.